Event description:
It is reported that a customer experienced low blood glucose of 28 mg/dl. The customer was treated for the low blood glucose with food. The customer had issues downloading the information from their pump into a computer. The customer sated they have been experiencing low blood glucose for the passed three years around the range of 38 to 58 mg/dl. The customer was informed that there could be many reasons for low blood glucose. The customer declined trouble shooting and stated that they will call back. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.